Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was initially hospitalized for enteritis. During the hospitalization, the patient experienced peritonitis 14 days after hospitalization. The cause was reported as an infection at the hospital described as the surrounding environment not being clean. Treatment for the events was not reported. Dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Approximately a month after the hospitalization, the patient was discharged from the hospital and recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.